Event description:
The customer reported that the connection between the c-arm and the monitor disconnects when the cord is moved. This would cause an intermittent system shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable pins were straightened, and the interconnect cable contacts were cleaned and lubricated. The system was then found to be operating as intended.